Event description:
The customer called and stated that the audio tones on the pump are not functioning. A self test was performed and the audio tones did not occur during the tone test. At that time, the customer was adivsed that the pump will be replaced and to revert to manual injections per m.d. Protocol.